Manufacturer narrative:
The users reported to philips that the users attempted a warm restart of the system, but have not explained why the restart was performed. The system then generated a message ¿an active button has been detected. Release the button to complete startup.¿ the users contacted philips because this condition could not be cleared, and philips then recommended that they perform a cold restart, which took a longer time than expected but restored the system to full operation. Philips investigation included a review of the system log of the complaint, which found that the message was caused by a failed control module. With respect to the cold restart, philips found that the restart time might be longer than expected if the system has been connected to the power mains for more than 50 days; philips has modified the system software to eliminate this behavior, which is being implemented in the field through a correction( field change order fco (B)(4)). Correction: our complaint record showed that the date philips was informed was 25th of july instead of 24th of july.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that on (B)(6) 2018 during a trans catheter aortic valve replacement the system locked up an a reboot was needed to continue with the procedure. The reboot took longer than expected. The patient was critical and open surgery was required. Philips was reported that the patient passed away on (B)(6) 2018.